Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) had two occurrences of t-wave oversensing (twos) one on the presenting electrogram and one on a non-sustained ventricular tachycardia episode. In addition, there were 2 undersensed ventricular beats noted on a ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.